Event description:
It was reported that the button on the side for "over temp" and "alarm" did not work. A membrane switch replacement was requested. The event occurred during preventive maintenance. There was no patient involvement. No patient harm or injury reported.

Manufacturer narrative:
Other, other text: d4: UDI section and e1: initial reporter phone number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6 - evaluation codes: updated. Device evaluation: no product was returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be the side test membrane switch failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.